Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery (sfa). A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation and was initially inflated at 12 atmospheres. However, on the second inflation at 14 atmospheres, the balloon ruptured due to the calcified lesion. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.